Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandmother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose was over 500 mg/dl. The insulin pump would not delivered insulin. The insulin pump had insulin flow block alarm. The insulin exited with fill cannula. The insulin pump will not be returned for analysis.